Event description:
Facility reported an incident occurring while using an uno 102ee pt lift to transfer a resident from shower chair to bed. Two nurse aides lifted the resident completely out of the chair, removed the chair and the lift arm immediately "gave way". The resident fell approx 36" - 40" to the floor. Resident suffered minor injuries, bruising and a scratch to right foot.